Event description:
Medtronic received the following journal article which is summarized as follows: complications after endovascular repair of type b aortic dissection; j. Endovasc. Ther. 2002;9:822-828. Purpose: to outline the complications encountered after endoluminal treatment in patients with type b aortic dissection. Methods: between 1999 and 2001, 14 patients (12 men; mean age (B)(6) years, range (B)(6)) with isolated type b aortic dissections (13 chronic, 1 acute) underwent aortic stent grafting. 14 stent grafts from another manufacturer and three talent stent grafts were implanted in the study. One patient had a chronic type b aortic dissection with an infrarenal re-entry site. A talent thoracic stent graft was implanted at the origin of the brachiocephalic trunk. It was reported that 6 hours post-procedure, the patient developed chest pain, as there was an acute type a dissection. The physician performed an emergency open repair with the replacement of the ascending aorta; a partial perforation along the inner curve of the aortic arch opposite to the left common carotid artery was found. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection) (pre-operative dissection) (treatment of a pre-operative dissection). Conclusion: (treatment of a pre-operative dissection). The physician was contacted and requested to provide specific information related to this event, such as the lot number and implant date. No reply has been received from the physician.